Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, an 840 ventilator had an inoperable graphic user interface (gui) display. The patient was not harmed or injured as a result of the reported event. Although requested, intervention taken on behalf of the patient was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.